Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted helix fully retracted with tissue observed on helix but it is unknown if it had contributed to dislodgment allegation. The dislodgement allegation was not confirmed.

Event description:
It was reported that this right atrial (ra) lead was explanted due dislodgement issues, it was noticed tissue was stuck in the helix. This lead was successfully implanted. No additional adverse patient effects.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead was explanted due dislodgement issues, it was noticed tissue was stuck in the helix. This lead was successfully implanted. No additional adverse patient effects.